Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposure and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested, found to be working as intended and returned to service.